Event description:
The end user alleges she was in her kitchen on her scooter when the seat broke resulting in a fall. The end user fractured her collarbone and had some bruising.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Waiting for the parts to be returned by the dealer. Cannot draw any conclusion at this time.